Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed all functional test and checked all perimeters and found the unit ok, and stated that it may be some problem in the balloon side and the machine was under observation. The fse then stated that after taking feedback from the customer the unit was used on a patient and was working fine.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular check up, the cardiosave intra-aortic balloon pump (iabp) touch screen is blinking. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.